Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced low pacing impedances, resulting in a polarity switch. Testing was done in unipolar and biploar configurations, but the issue could not be duplicated. Sensing, impedances and thresholds were within range. The physician programmed the lead back to bipolar and will monitor the patient regularly the lead remains in use and no patient complications have been reported as a result of this event.